Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited noise, a rise in impedances over a short period of time from 980 to 1500 ohms and an increase in thresholds. As a result this lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported. This pt was not dependent.